Manufacturer narrative:
Additional information is provided in sections b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reporting that the event occurred before cataract surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic microscope head was moved between two surgeries and also had camera problem. Details of procedure was not reported. No patient impact was reported.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The event ¿fluid/air exchange issue¿ (a0512) was removed due to "head was moved between 2 surgeries" is an intentional movement of the head rather than the head moving on its own, so "component loose - reportable malfunction" should be removed, and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report number: 2028159-2025-00484. The manufacturer internal reference number is: (B)(4).